Event description:
Seven gas modules given to the company by the customer. These modules had failed over a period of time and were given to the company by the customer for failure analysis. No patient involvement is reported. Module #1-6 failure found coil l1 burned. Module #7 failure found defective current-servo.